Event description:
A caller reported a malfunction on their pump, displaying a malfunction code of 12-0x2071, but confirmed that no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, and the caller successfully reset the pump herself. No reoccurrence of the malfunction was reported post-reset, and the customer was advised to continue using the pump and to contact support if the issue recurred.